Event description:
Reference number (B)(4). Event occured in the united states. It was reported that, the patient faced infusion set's kinked cannula event on (B)(6) 2025. Event took place within 3 hours after insertion. Site of insertion was abdomen. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.